Event description:
For tremor dominant idiopathic parkinson treatment mrgfus device "exablate neuro" of manufacturer (B)(4), (B)(4) reached not the prescribed temperature of ablation with MRI guided focused ultrasonic therapy and failed due to physical parameters which were out of tolerance. Ongoing clinical trial (B)(6) should implement the knowledge of parameters, essentially to reach successful treatment, as they are: skullsize, the adapter has to fit optimized in head size diameter, skull density ratio has to be above 0.5, skin inclusions in forehead, no present particles in skin allowed, disturbing the focusing of beam, metallic teeth implants reflect ultrasound beam and overheat side-parts due to these parameters, which were not met, a successful treatment was not possible.